Event description:
It was reported to fresenius that a patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Upon follow up with the patient¿s home program manager (hpm), it was confirmed the patient presented to outpatient home dialysis unit on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent cultures and a cell count were obtained (wbc cell count = 133 u/l, polymorphs = 13%) and the patient was sent to the emergency room with suspected peritonitis. The patient was admitted and is being treated with intraperitoneal (ip) vancomycin 1500 mg every other day, and ip ceftazidime 1000 mg twice daily (duration still being determined). The patient¿s peritoneal effluent fluid culture (collected at outpatient clinic) returned negative, and the cause of the ¿sterile¿ peritonitis is unknown. A review of the patient¿s technique did not reveal any breaks in sterility. The patient remains admitted as they continue to ascertain the source of the peritonitis event. The hpm stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continues to perform ccpd utilizing the same liberty select cycler (while acutely hospitalized) without issue and is recovering from the events.